Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us and all information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique manufacturer/device serial numbers. The baseline gender/age characteristic is male/(B)(6) years old. A request for additional information and the causes of death will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: impact of left ventricular pacing threshold on ventricular arrhythmia occurrence in cardiac resynchronization therapy journal of cardiology. 2019; 74(4):353-359. 10.1016/j.jjcc.2019.03.015. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding left ventricular leads and intra-operative high left ventricular pacing thresholds (lvpt). The information showed there were three non-cardiac deaths. The status/disposition of the leads is not known. Further follow up did not yet yield any additional information.